Manufacturer narrative:
Additional information was received and it was learnt that there were no complications when explanting the lens. No incision enlargement and no vitrectomy was performed. Also the account provided the patient's date of birth and the gender, and the physician. Date of birth: (B)(6). Sex/gender: male. Dr. (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation? Yes. Returned to manufacturer on: 08/18/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Glare all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (zlb00 +22.0 diopter) was explanted in a secondary surgical procedure because of the patient complaining about halos and glare. A monofocal lens (model ar40e +22.0 diopter) was successfully implanted as a replacement. No further information was provided.